Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, there was a leak from the purge line off of the oxygenator unit. The line was clamped in order to stop the leak. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 23, 2016. Method - device from reserve sample evaluated. Results - no failure detected. Conclusions - unable to confirm complaint. Device not returned. The sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained for testing. The retention sample was visually inspected and no anomalies were noted. The oxygenator and purge line were separated from the reservoir and pressure tested by filling the oxygenator and purge line with water to approximately 500mmhg. No leaks were observed during this test. A review of the device history records revealed no anomalies. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.